Manufacturer narrative:
Additional information was provided in b.5., d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned adhered to a piece of cardboard from medline product placed inside a plastic specimen cup. Solution is dried on the lens. There is no visible damage to the lens. The lens was soaked in lphse to remove from the cardboard for further assessment. The optic rings of this lens model design are clearly visible. There was no damage observed to the lens. Associated products were not provided. It is unknown if qualified products were used. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was replaced with a different model of the same power.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the iol was removed 7 months later. Additional information has been requested.